Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Visual evaluation of the returned sample noted one opened (without original packaging), all-silicone temp sensing foley catheter with sample port connector. Visual inspection of the sample noted no physical defects present. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and inflated properly. Deflated balloon with returned syringe. The balloon deflated passively in under 5 minutes. Asymmetrical balloon (100:0) observed. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and inflated properly. Asymmetrical balloon (100:0) observed. Deflated balloon with (in-house) syringe. The balloon deflated passively in under 5 minutes: 3 minutes and 2 seconds. No actions taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water in the foley catheter did not drain. Per investigator's notification received on 09dec2024, it was reported that asymmetrical balloon was found during sample evaluation.

Event description:
It was reported that sterile water in the foley catheter did not drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.